Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "07-05 in the morning, the nurse found that the connection between the indwelling needle of the disposable implantable drug delivery device and the disposable heparin cap leaked during the infusion port infusion of the patient, and immediately suspended the infusion and replaced the normal saline instillation. The nurse first made sure that the junction was tightly screwed and found that there was still leakage. The single-use heparin cap was replaced, and after disinfection, it was reconnected with the indwelling needle of the disposable implantable drug delivery device, and it was found that the connection was not smooth during the tightening process, and the normal saline regulator was still leaking after the connection, which ruled out the problem of the disposable heparin cap and considered it to be the problem at the connection port of the indwelling needle of the disposable implantable drug delivery device. Due to the leakage at the connection of the indwelling needle of the disposable implantable drug delivery device, in order to ensure the smooth infusion of the patient on the same day, after explaining the reason to the patient, the patient was asked to understand and agree with the nurse to replace the disposable needle with the implantable drug delivery device. The nurse immediately replaces the patient with an indwelling needle for a single-use implantable drug delivery device. The connection between the disposable heparin cap and the indwelling needle of the new disposable implantable drug delivery device was screwed smoothly, and no leakage was seen at the connection of the infusion regulator when the infusion regulator was opened after tightening."